Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead warning occurred. The chronic lead trend shows stable impedances, no high or low impedance paces, no noise, and stable capture. The device remains in use. No patient complications have been reported as a result of this event.